Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article entitled - total transcatheter stage 1: a word of caution - was submitted for review. The study reviewed a case series of six patients who underwent a percutaneous modified stage 1 approach using modified microvascular plugs (mvp). The initial procedure was technically successful in all patients with single-stage ductal stenting and placement of bilateral modified mvp via femoral access. Patients with restriction at the atrial level underwent intervention on the atrial septum. Among the six patients, two patients underwent both a static balloon dilation across the atrial septum as well as rashkind atrial septostomy at the time of the percutaneous modified stage 1. One patient with hypoplastic left heart syndrome, intact atrial septum and total anomalous pulmonary venous return initially underwent stenting of an obstructed vertical vein immediately after birth followed by stenting of the atrial septum at 3 days of life, with percutaneous modified stage 1 at 2 weeks of life, this patient died three weeks post procedure. Interventions were performed on a number of the six patients post stage 1 procedure.

Manufacturer narrative:
Journal article: total transcatheter stage 1: a word of caution ref:10.1007/s00246-021-02626-w journal name: pediatric cardiology if information is provided in the future, a supplemental report will be issued.